Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft stenosis and obstruction could not be confirmed through this evaluation as no computed tomography angiography (cta) images were provided for review. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 01jun2025 through 11jun2025. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted post right heart catheterization (rhc) showing a depressed cardiac index of 1.2. The patient was supported on milrinone. The patient had been chronically set at low speeds of ~4900 rpm due to their smaller left ventricle (lv) size and had previously low flow software upgrade. The patient was not having alarms but had a computed tomography angiography (cta) to evaluate for outflow graft obstruction. There were no unusual events recorded in the log file event history. The equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was additionally reported that a CT chest scan performed on (B)(6) 2024 noted outflow stenosis but was not deemed significant at the time. A cta chest on (B)(6) 2025 showed significantly worsening stenosis. The patient also had a repeat cta chest on (B)(6) 2025 prior to surgery. The patient had progressively worsening fatigue, shortness of breath and dizziness. The cta revealed low attenuation material within the proximal outflow cannula possibly representing bio debris resulting in 75% luminal narrowing similar to study from (B)(6) 2025. Outflow graft obstruction was confirmed. The patient was hemodynamically stable. A plan was made to proceed with outflow graft decompression and revision on (B)(6) 2025.

Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse corrected. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.